Manufacturer narrative:
(B)(4). Foreign source: (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during initial total hip arthroplasty, the cup could not be screwed onto the impactor. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product indicated the thread form in the cup was stripped from attempted threading to the impactor during the surgery. The spherical shell interior surface displayed gouges, nicks, scratches. The cup face displayed gouges. Dimensional and functional testing is unable to be performed due to excessive thread damage created during attempted implantation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.